Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, pacing capture threshold in the right ventricle was elevated, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and had a possible fracture. The rv lead also exhibited high and rising impedance. Oversensing, high sensing integrity counter (sic) and noise on the non-sustained ventricular tachycardia episodes were also noted. The sensing vector was changed to integrated bipolar, but there was also a non-sustained ventricular tachycardia episode showing noise that was replicated with arm movement. It was suspected that there was a rv lead fracture. The rv lead pacing was turned off and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.